Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the bag spike on the administration set broke in the port on the medication bag. They stated that the bag then leaked from port. Mmd did follow up with the initial reporter. They stated that the patient was able to return to the hospital to have the infusion restarted and they reported no adverse effects due to the complaint. [Complaint- (B)(4)].